Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. According to service report the unit failed internal leakage test and pressure transducer test during pre-use check. Further investigation revealed that the nozzle of the air module was defective. Issue solved by replacing the defective part. Unit handed over to customer in working condition. However, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module.